Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. D10 - item name: biolox delta, ceramic femoral head, 32mm +3.5, 12/14; item#: 00-8775-032-03; lot#: 2691378. The revitan stem and the biolox head were returned for investigation. The distal and proximal parts of the revitan stem show damages from the revision surgery in the form of scratches and nicks. The biolox head shows metal transfer marks around the equator of the articulating surface. No bone ongrowth can be seen on the anchoring surface of the proximal part. The medial side of the proximal part shows some polishing in form of horizontal lines possibly due to the contact against the medial bone. Bone attachments can be found on the anchoring surface of the distal part. In the proximal area of the distal part, on the antero-lateral side, there is a revision damage in the form of a drill hole most probably used to remove the stem during revision. The connection pin of the distal part is fractured and the appearance of the fracture surfaces point to a fatigue fracture. The face surface of the distal part is partially polished and worn; in particular, it shows material deformation on the lateral side, most likely due to contact with the proximal part after the fracture. The lot number of the distal part is not available as the numbers engraved on the device surface are covered by bone. Therefore, for this item, a review of the manufacturing record cannot be performed. Device is used for treatment. Medical records were provided and reviewed by a health care professional. The patient underwent an initial left tha about 28 years ago with metal-on-metal implants from zimmer biomet. Due to leg length discrepancy, the patient underwent a first revision just over a month later. The surgery involved hematoma evacuation, adhesiolysis and replacement of the old head with a new zimmer biomet head. Later on, due to difficulties in walking and pain from exertion, the patient underwent x-rays examination. Results of the examination showed significant femoral and acetabular osteolysis; therefore, the patient underwent a second revision approximately 10 years ago. During surgery, adverse local reaction with black tissue was noted and required debridement. The stem was found to be loose and subsided and was easily removed. Bone defects with osteolytic changes were encountered in the femur and acetabulum. The atrophied gluteal and abductor tissues were repaired. All implants were exchanged without complications. Subsequently, the patient underwent again x-rays examination due to increasing pain in the hip and difficulties in bearing weight. Radiographs revealed a varus position of the femoral stem which points to a possible fracture of the implant; therefore, the patient underwent a third revision about 10 years after second revision. During third revision surgery the proximal part was found loose and easy to remove, while the distal part was well osseointegrated and required trochanteric osteotomy. Two radiographs were received and reviewed by a radiologist. A single ap view of the left hip taken before third revision surgery and a single ap view of the left hip taken after the third revision surgery. The x-ray taken before revision surgery shows a non-displaced fracture of the femoral stem at the level of the inferior margin of the lesser trochanter. There is extensive radiolucency along the proximal femoral stem above the implant fracture and this radiolucency is consistent with previous osteolysis. The proximal femoral stem is loose and here is no bone support along the proximal stem. Bone quality is osteopenic. The radiograph taken after the revision surgery was assessed but is not documented, as it does not provide any additional information for the reported event. Review of the surgical notes and the results of the visual examination could point to suboptimal proximal bone support. The radiolucency shown in the provided x-ray also supports the suboptimal medial bone support for the proximal part. However, it remains unknown if the suboptimal proximal bone support existed already before the start of the fracture and is associated with it or developed exclusively as a concomitant. Based on literature, factors such as, but not limited to, surgical technique, patient age, weight, height, activity level, medical history and insufficient medial bone support to the proximal part may have led or contributed to the reported event. In conclusion, based on the investigation of the retrievals, a pin fracture of the distal revitan stem can be confirmed and showed that the fracture occurred due to fatigue. Nevertheless, since the cause may be multifactorial, consisting of patient- and procedure-related factors, a definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D10: revitan, proximal part, conical, uncemented, 75, taper 12/14; item# 01.00401.075; lot# 2649673; unknown 32mm biolox delta head; item# unknown; lot# unknown. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Event description:
During surgery, the femoral proximal body was loose and easily removed. An osteotomy was performed to remove the distal portion which came out with more difficulty. The osteotomy was secured with cerclage cables, and the new stem was placed without complications.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a2, b4, b5, b7, g3, g6, h1, h2, h6, h10. D-10: unknown 32mm biolox delta head, item#: unknown; lot#: unknown. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: medical product - unknown proximal revitan; catalog#: unknown; lot#: unknown g2: foreign - (B)(6). Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision of the left hip stem due to implant fracture, approximately ten (10) years post-op. Due diligence is in progress for this complaint; no further event information available at the time of this report.